Event description:
Procedure: esophagus. According to the reporter: the anvil would not mate with the eea, because the stitch to the ng tube failed and the anvil did not open perpendicular. Pt status is fine. No device fragment or component fell into the pt cavity. No device fragment left in the pt cavity. Another device was applied to continue the case. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).